Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was unable to be set in the header of the pacemaker. Upon the attempted implant, the physician tried applying force to the lead, loosening the setscrew to set the ra lead, and bumping the header, but was unsuccessful. The physician and field representative elected for a new device, and the pacemaker was returned for analysis. No adverse patient effects were reported. This pacemaker is no longer in service.